Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an internal fixation performed on (B)(6) 2024, in which a lateral 4.5 large frag femur plate was implanted, the patient has been in constant pain since the operation and has not been able to walk on it and get about his daily life. His leg has not been able to be straightened since the break in (B)(6). On (B)(6) 2025, while the patient was swimming, the plate broke in his leg, causing the bone to be deformed and extreme pain. It is unknown how this incident is currently being managed.